Event description:
It was reported to boston scientific that a pt implanted with the advantage sling system was experiencing partial retention. The pt was in retention 3 and a half weeks post op, the physician stated that the skin under the urethra had "rolled up". The physician had been treating the pt's retention with self catheterization to void. The physician is likely bringing the pt back in to size the sling, this was not scheduled at the time of this report.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and MFR dates are unk. Implant date - unk (approx 1 mo prior to the date of event). Since the device remains implanted, device eval will not be performed, and we are not able to determine the relationship between this device and the cause for this event.